Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the incident. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, as it was a resettable malfunction, and was informed to continue using the pump unless the malfunction code reappeared. Customer understood the instructions and acknowledged they would reach out if the issue recurred.